Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. There were no faults found with the returned touchscreen.

Manufacturer narrative:
G4:26apr2021. B4:27apr2021. The fse replaced the touchscreen to resolve reported problem. The device successfully pass performance specification testing after the repair was completed and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09mar2021.

Event description:
The customer called into technical support (ts) reporting when the device is programmed it does not save the data. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The equipment does not show abnormal behavior when the parameter values are readjusted. Once modified, these remain after the equipment has been turned off. It is also observed that in a certain area of the screen, just above the scale of values of the different parameters, the digits do not remain fixed but rather "dance", which could indicate a defect in the touch screen.